Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. Analysis was unable to prime during prime test due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. No motor error alarm noted. The insulin pump had a scratched lcd window noted during visual inspection this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.